Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; during a procedure, the surgeon and nurse experienced tearing of the floating seal while inserting a laparoscopic instrument into trocar. A new trocar was opened in order to complete the case. The difficulty did not result in unintended colostomy, formal laparotomy, or re-operation. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity. No other manufacturer's reinforcement material used. No other manufacturer¿s product used. The patient is described as doing fine. The lot and UDI number of the device, procedure type, procedure date and patient details could not be provided by the account.